Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 07/06/2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and the g5 mobile application. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A pairing test was performed and the shared data was unable to be loaded. The reported event of a bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause was determined to be a defective transmitter.